Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: 1 x zss-10-3-rb device of an unknown lot number was not returned to cirl and unavailable for evaluation. (B)(4) were opened from this complaint. (B)(4) MDR ref: 3001845648-2020-00431) deals with the difficult advancement off the device in the first patient in the complaint. (B)(4) (MDR ref: 3001845648-2020-00021) deals with the migration of the stent in the first patient in the compliant. (B)(4) (MDR ref: 3001845648-2020-00022) deals with the difficult advancement off the device in the 2nd patient in the complaint. Documents review including IFU review: prior to distribution zss-10-3-rb devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for the zss-10-3-rb device could not be completed as the lot number is unknown. As per instructions for use, ifu0100-1 which accompanies this device, in the potential complications section: additional complications associated with biliary stent placement include but are not limited to: trauma to the biliary tract or duodenum, obstruction of the pancreatic duct, stent migration.¿ and in the contraindications section: ¿those specific to ercp and any procedure to be performed in conjunction with stent placement.¿ as the device was not returned for evaluation an exact root cause is difficult to determine. It was noted that the stent migrated after 2 days and the user reported that there was resistance when the advancing both the introductory system and the stent. The stent was noted as positioned correctly after many difficulties. Its possible that the device was impaired while passing the elevator of the endoscope. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be the impairment of the stent due to the elevator of the endoscope. Summary: complaint is confirmed based on customer testimony. According to the information reported the stent migrated after 2 days, this will be dealt with in a sperate file (B)(4) MDR ref: 3001845648-2020-00021) and no further intervention has been done and the patient has not suffered from this procedure. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
As per cc form: "difficult insertion of the double pigtail stent into the scope and later dislocation". 1st device. As per email from rep: (B)(6) told me he doesn¿t remember if the stents were from the same lot. They were used on 2 different patient during the same procedure and had the same problem. Difficult insertion both and 1 dislocated. I confirm first before contact with the patient and second dislocated. No further intervention has been done and the patient has not suffered from this procedure. This file was created to capture the difficult advancement of the 1st device referenced, this pr is related to MDR report # 3001845648-2020-00021 which is capturing the subsequent stent migration. MDR ref # 3001845648-2020-00022 & cook ref # (B)(4) (MDR ref not yet generated) are capturing the second device referenced.